Event description:
The alaris pump was set to deliver 65 ml/hr of packed red blood cells for a total volume of 260 ml over 4 hours. Approximately 2 hours later, the pump was found to be alarming with notification for "air in line." Total volume had infused in 1 hour and 50 minutes instead of 4 hours.